Manufacturer narrative:
The device was received by quest medical and the complaint condition was confirmed. Quest is still pending completion of the investigation and will file a supplemental report once the investigation has been concluded.

Event description:
It was reported that the manifold for the multiport set was missing the top of one of the ports. It was confirmed that there were no patient complications.

Manufacturer narrative:
Quest received the device for investigation. Analysis of the device confirmed the complaint condition reported. The root cause of the condition was inferred to be weak weld of the access port to the manifold. Quest will continue to monitor complaint trends for this complaint condition. Quest has concluded its investigation.

Event description:
It was reported that the manifold for the multiport set was missing the top of one of the ports. It was confirmed that there were no patient complications.